Event description:
Healthcare professional reported, via nbir "suspected/actual rupture/deflation". This record is for the right side. Device has been explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter. Therefore, additional event, product, and/or patient details are not attainable. Reason for reoperation: "suspected/actual rupture/deflation".